Manufacturer narrative:
(B)(4) - dyspareunia; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient is experiencing chronic pain in the pelvic and stomach regions which has continued to increase. The patient reports she is unable to do any form of exercise or housework without taking strong painkillers and tires quickly. She cannot lift anything heavy, make love with her husband, or sleep properly due to pain. Additional information was requested.

Manufacturer narrative:
(B)(4). It was reported that the sling was implanted on (B)(6) 2011. The patient's pain began when she woke up from the anesthesia. The patient had pain and bladder spasms from the suprapubic catheter site along with an overwhelming urge to empty her bladder. This was controlled with analgesics overnight and the catheter was removed the following day. The sensation that she needed to pee continued and then settled. The patient was able to go home on the third post-operative day. The patient was seen in the clinic a month or so later. The patient was continent but complained of a pulling sensation at the points of exit for the tape. The patient is not being seen by the surgeon anymore. The patient may have had the sling removed by another surgeon.